Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power and rebooted, and the battery cap was not secure. On the morning of (B)(6) 2012, the patient obtained a blood glucose reading of 300 mg/dl and she experienced the symptoms of frequent urination and dehydration. The patient corrected her blood glucose level with a bolus dose of insulin via the pump. Her subsequent reading was 100 mg/dl. She did not seek any medical attention. Troubleshooting revealed the battery cap was worn and was unable to be securely tightened onto the battery compartment. There was no corrosion seen on the pump. It was also determined the patient had never replaced the battery cap as recommended. The manufacturer recommends the battery cap be replaced every six months. The patient's technique was incorrect by not replacing the battery cap. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device in this report was entered without a serial number. This otp glucose management system insulin pump has a serial number as follows: (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found multiple power on reset alarms on the complaint date. The last basal delivery was recorded two days after the complaint date and the total daily deliveries added up correctly and reflected the user¿s programmed basal settings. The battery compartment was undamaged. The battery cap contact measurements were all within specifications. The threads on the battery cap were found to have stripped and the cap was unable to fit onto the pump. The reported power issue was verified in the black box and the damaged battery cap issue was verified by the investigation. Using a test cap, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Normal bolus exercise was completed and recorded correctly. Unrelated to the power issue, the audio bolus exercise failed due to an audio bolus button malfunction.